Manufacturer narrative:
Resmed has made requests for the device to be returned so that an engineering investigation could be performed. Since the device has not been returned, resmed is unable to confirm the alleged malfunction at this time. Resmed has made several requests for more information regarding the adverse event. No additional information had been provided.

Event description:
It was reported to resmed that a pt had a heart attack while using an s9 elite device.